Event description:
The ge oec 9900 fluoroscopy system displayed kv on in error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and reloaded software and configuration files and replaced the generator interface pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.